Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained low blood glucose of 50mg/dl. Troubleshooting found that the drive support cap was normal but the patient has worn the pump through multiple airport scanners. The customer was advised to monitor the pump and to follow up with their doctor regarding the low blood glucose. Customer declined a replacement pump.